Event description:
Patient was receiving a heparin gtt, and the bag was changed overnight. Day rn noticed bag unusually empty for the amount of time bag was running at 15u/kg/hr. Rn inspected line and found small crack in line that was leaking heparin out when changing positions. Small puddle noted behind bed. Crack was pre pump and patient ptt was therapeutic at morning draw. IV tubing sequestered, new bag and line hung. Original tubing was hung on [redacted date] 2300 and within the 72hr window. Companion lot number obtained per baxter request as original is unknown. [Redacted name] tracker (B)(4). Manufacturer response for IV tubing, (brand not provided) (per site reporter) working closely with our baxter contact on each report.